Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. Ventec spoke to the patient's respiratory therapist (rt) who examined the device. The rt stated that she found that device's leak settings was set to high at 75-175. The rt then readjusted it to the low settings of 0-75 the reported issue of the device not providing a patient circuit disconnect alarm was resolved. Proper device operation was observed by the rt. The vocsn clinical and technical manual states the following [p. 116]: "the patient circuit disconnect alarm activates when vocsn detects a large leak in an active, passive, or valveless ventec one-circuit. The toggle at the top of the control editing window can be used to turn the alarm on or off. Use the numeric keypad to set the alarm delay. The patient circuit disconnect alarm will activate in one breath plus the set number of breath cycles. For example, when set to 3, the alarm will activate on the 4th disconnect breath. The sensitivity toggle changes the threshold at which the patient circuit disconnect alarm activates. The 0-75 setting is intended for use with small and medium leaks, to ensure the alarm is sensitive enough to detect disconnects and most decannulations. The 75-175 setting desensitizes the alarm to reduce nuisance alarms when used with large leaks around the patient interface. Precaution: always test the patient circuit disconnect alarm before use to verify it detects disconnects and/or decannulations with the specific patient conditions, patient interface, and vocsn settings. Check the ventec one-circuit for leaks or disconnection. Monitor the patient closely to ensure adequate ventilation therapy is delivered. If the problem persists, connect the patient to an alternate source of ventilation and contact your local ventec life systems representative for service. Note: the patient circuit disconnect alarm may not activate with every disconnect condition. Ventec life systems recommends using the low minute volume, low inspiratory pressure, and apnea alarms in addition to the patient circuit disconnect alarm to ensure ventec one-circuit disconnections are detected." The investigation determined that the root cause of the reported issue was user error.

Event description:
It was reported to ventec that the device was not providing a patient circuit disconnect alarm when the circuit was disconnected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Ventec made multiple attempts to contact the initial reporter in order to obtain patient information, however, no response has been received.